Event description:
Additional information reported from the following physician stated that the patients death was not related to the device or leads.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available.

Manufacturer narrative:
.